Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint handling unit received a maude report forwarded from (B)(6) for (B)(4). Only additional and/or corrected information will be contained in this report. It was also reported that there was no time delay found, no complications reported for patient outcome and implant date confirmed as (B)(6) 2014. This report is 2 of 2 for (B)(4).